Event description:
It was stated that the device has a malfunction. During investigation found the damaged dso sensor. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.

Manufacturer narrative:
Device was initially received for the complaint that the device has a malfunction. During investigation found the damaged dso sensor. This malfunction makes the event reportable. Review of event log/alarm history found that the device shows 1870 error. There was no 12-month service history reported. The visual and functional testing was performed and found damaged dso sensor. The functional tests also found that the device shows 1870 error, and the root cause primary problem was the defective motor. The motor was replaced, and the device must pass all functional tests after repair.